Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they insulin pump had received load reservoir screen and she was load the insulin pump and a lot of insulin was came out. Customer¿s blood glucose level was unknown. Customer stated that they were not able to exit the load reservoir process. Customer was performed displacement verification test. Customer troubleshoot was performed. The insulin pump will not be returned for analysis.